Event description:
The erbe cautery device in endoscopy room had an equipment malfunction mid-procedure. The settings were set to cut, coagulate, cut, coagulate. However, the erbe device continually cut and would not coagulate. An alert on device read malfunction with parameter. Found damaged foot pedal conductors, leading to intermittent failure of footswitch.